Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing pump stoppages with system controllers blowing out. The hospital confirmed suspect electronic components to be the cause. Log files revealed pump stoppages and disconnects and the system controller trying to restart and not in back up mode. The x-rays that were taken appeared to show internal/external suspect areas of the percutaneous lead. The manipulation of the driveline induced no alarms. It was noted that patient position appeared to affect the pump operation. The hospital was requesting a distal lead repair; however, a decision was made to exchange the lvad for another lvad. The patient is currently doing fine.

Manufacturer narrative:
The device was returned for evaluation. The reported event of pump stoppages and blown system controllers was confirmed based on the evaluation of the returned lvad pump and analysis of the associated system controllers. The pump was returned with the percutaneous lead electively severed approximately 1" from the reinforcing sleeve/boot and the remainder of lead was returned. The silicone sleeve/boot was electively removed at explant from the pump housing and from the remainder of lead. No external defects or cuts were noted to the outer silicone sleeve and no obvious damage was noted to the bionate of the percutaneous lead. Multiple locations with shield deformation were present along the lead. A continuity test of the wires extending from the pump housing was performed and all wires were electrically intact. A continuity test of the wires with respect to the connector pins in the returned portion of severed lead was performed and revealed the internal wires were electrically intact. The bionate and braided shield were carefully removed and each wire examined under a microscope. Examination of the wires revealed damage to the insulation of the orange wire approximately 6" from the metal connector, exposing the conductors beneath. Damage to the orange wire was consistent with mechanical damage, possibly due to pinching although, the exact mechanism that caused this damage cannot be conclusively determined. The disruption of this wire would have interrupted pump function as a result of the exposed conductors of the wires contacting the braided shield and shorting to ground if the device was supported by the power base unit. These findings are consistent with the system controller analysis as well. Percutaneous lead issues are being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event.